Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the atrial lead exhibited an oversensed myopotential episode. No intervention was performed. The lead remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.